Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-33, lot# v140057, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient had worsening stress urinary incontinence. It was noted, the patient experience leakage while laughing, coughing, sneezing, and exercise. It was reported, the patient was given a pubovaginal sling and cystoscopy using coloplast supris sling on 2010 (B)(6). It was noted, the patient¿s symptoms resolved without sequelae on 2010 (B)(6).